Event description:
The customer reported that there was no fluoroscopic image displayed. This would render the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd power supply board was replaced. The system was then found to be operating as intended.